Event description:
An ortho-clinical diagnostics field engineer reported that he received a laceration on his finger while performing preventive maintenance on the entry/exit module of an engen lab automation system. This is an area where patient samples are processed and sera can be contacted. Event occurred at the hospital. This report corresponds to ortho-clinical diagnostics, inc.

Manufacturer narrative:
Investigation of this event determined that a minor injury (laceration) occurred as an ocd field engineer was cleaning a stamped metal tube rack holder on the engen laboratory automated system. The laceration was treated, with no apparent long term effects, per laboratory procedures at the site the fe was visiting. The fe was also treated with anti-retroviral medication, which can produce adverse events. The patient is being monitored by an infectious disease specialist for evaluation of medical treatment. Additional laboratory testing will be performed to evaluate the fe's risk of infection or complications. No long term consequences are expected as a result of this event.